Event description:
It was reported that this pump was used with a 35 cc intra-aortic balloon (iab) from a medical products co. At 16:00 pm, the pump was "started by ac power." At 18:00 pm on the same day, the pump automatically rebooted, but the pumping stopped after the reboot. The pump was switched to battery mode and the same situation occurred. Pump never alarmed. After this event, the pump was exchanged to a system from datascope.

Manufacturer narrative:
Product will not be returned for evaluation.